Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare clinical product specialist that the plastic base of an iw934jeu infant warmer ("the warmer") was broken and had been broken for approximately 2 months before being reported. Upon request for additional information, the hospital further reported the following: the warmer base broke during 'routine transport'. There was no patient on the warmer at the time of the event. The warmer was fitted with oxygen tank cylinders as per customary practice. An accessory uninterruptible power supply ("ups") component had been mounted on the warmer base. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: pending the return of the iw934jeu infant warmer to fisher & paykel healthcare for a physician examination, our analysis of the event is based on the event description and evaluation of a photograph supplied by the hospital. Results: a photograph taken from the rear of the infant warmer clearly indicates a noticeable crack on the plastic base of the unit away from the centre line. The added oxygen tank and ups accessory are within the maximum weight limit. Conclusion: cracking of the infant warmer base can occur from a combination of overloading and dynamic forces placed on the unit during movement in transit. We have not been able to verify the full extent of the load placed on the warmer nor the circumstances in which the cracking occurred in this instance. The maximum weight limit is stipulated in the operating manual. To increase awareness and to prevent and/or reduce the incidence of cracked bases, fisher & paykel healthcare states that the maximum weight on the warmer inclusive of all accessories and the patient should not exceed 115kg. This warning is provided in the form of labels on the column of the infant warmer. In addition, a checklist of common fisher & paykel healthcare accessories and their respective weights is provided to the user. This particular warmer was manufactured prior to the coming-into-force of the above mentioned improvement. A follow-up report will be provided, if subsequent to the return of the unit and completion of the investigation, additional significant information is available.